Manufacturer narrative:
No blank display anomalies or missing segments or partial display anomalies noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had white display. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will be returned for analysis.